Event description:
The advocate stated the customer's breeze2 meter was reading erratically. She received glucose readings between 90-200 mg/dl. On one occasion, the customer felt ill and dizzy. She was taken to the hospital where her blood glucose was tested at 32 mg/dl. While troubleshooting, it was discovered the customer was using test strips that were expired. No product will be returned. A new meter was sent to the customer.